Manufacturer narrative:
The complainant reported sub-optimal processing of approximately (B)(4) needle biopsies, which had been processed using peloris ii tissue processor serial number (B)(4) in the period between (B)(6) 2022, and failure of the "30 min core bx" protocol started in retort b at 18:47pm on (B)(6) 2022, which failed at 00:34am on (B)(6) 2022. Manufacturer evaluation of the information available confirmed that peloris ii tissue processor serial number (B)(4) functioned as designed between (B)(6) 2022. The root cause of the reported sub-optimal processing of patient tissue samples, which was reported as overprocessing of approximately 200 needle biopsies, could not be determined from the information available. It was identified during the manufacturer investigation that a use error occurred at 01:01am on (B)(6) 2022, when a user incorrectly selected the <changed> option rather than the <no change> option on the instrument monitor. The <changed> option should be selected when the entire contents of the reagent bottle have been replaced with fresh reagent only. However, in this instance the user selected the <changed> option despite no change having been made to the reagent in bottle 6 (ethanol). The reagent properties in bottle 6 (ethanol) prior to the use error in resetting of the station properties at 01:01am on (B)(6) 2022 were ethanol concentration=80.9%, cycles=112, cassettes=7178 and days=31. Accordingly, the ethanol concentration in bottle 6 (ethanol) would have remained as 80.9%, despite being set as 100% by a user. The user action is not in accordance with the manufacturer instructions detailed in section 5.4.4 of the peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." However, on this occasion this incorrect user action, which occurred after failure of the reported affected run, did not either cause or contribute to the overprocessing of approximately (B)(4) needle biopsies reported by the complainant.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "customer has shared that this issue has been known for a month, instrument has been in use this issue aborted a protocol last night, event codes: 201 and 204, no other event codes shared. The customer states the 30 min xylene protocol failed due to instrument malfunction. Customer reports over processed tissue, around (B)(4)samples of needle bx. The customer does not have a new bottle at the facility to try *the customer is unsure if the tissue were step started on this instrument, or another at this facility. Current state of this instrument, ret b full drained and clean/ idle." On (B)(6) 2022, the assigned leica field applications specialist (fas) visited the customer site to investigate the circumstances involved in this complaint. The fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and documented both the measured and calculated concentration in each bottle. The fas also reviewed the instrument logs, replaced the reagent in bottles 3 and 4 with 70% and 80% ethanol respectively, and discussed with customer that reagents should not be replaced until the reagent change threshold is reached. On (B)(6) 2022, leica biosystems (B)(4) received information from the assigned leica field applications specialist-core histology confirming that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.